Event description:
The customer reported approximately ten (10) milliliters of blue fluid leaked outside the instrument during system startup involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material. .

Manufacturer narrative:
The field service engineer (fse) observed clenz cleaning solution was dripping from the probe while the instrument was in shutdown. The fse replaced solenoid #2 (sol2) and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, solenoid #2 is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).